Event description:
Procedure type: skin closure. According to the reporter: during the suturing of the skin of the perineum, the needle broke. The rest of the needle disappeared and couldn't be found either in the patient or elsewhere. The patient was palpated by another delivery nurse as well as a doctor, but the needle could not be found.